Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter's display was cracked. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 at an unknown time. The patient reported he dropped the subject meter on the floor and the screen got damaged such that he was unable to read it. The patient states he manages his diabetes with an unknown type of insulin with no adjustment and denied taking any action towards his normal diabetes management routine when the alleged issue occurred. The patient claimed that later on that same day, he developed symptoms of "shaking" and denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that there was no evidence of trauma/misuse and the meter was not brand new. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-additional information: the lay user/patient also returned the control solution. However, testing was not performed since the alleged issue pertains to a meter issue only.